Event description:
A complaint of pain at the pocket site and inadequate pain coverage was reported. The pt is requesting to have her sys removed.

Manufacturer narrative:
Add'l suspect medical device prods involved in the event: model # sc-2138-50. Linear lead (phase iiia), 50 cm. Model # sc-2138-50. Linear lead (phase iiia), 50 cm.